Event description:
The facility reported the device was connected to a home patient when it overinfused. There was no patient injury or medical intervention required. The infusor was filled with 5000mg of 5fu in 240ml of isotonic naci. After 24 hours of infusion, the total volume had been infused, rather than the expected 48 hours. No additional information. There was no patient injury or medical intervention.

Manufacturer narrative:
The event sample is unavailable for evaluation as it was discarded by the customer. This is an isolated incident. Review of the complaint history reveals no other reports have been received for this product lot number for the reported issue. A batch review has been requested. Should the review reveal any aberrance, a follow-up report will be submitted.